Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had no capture or sensing. Under fluoroscopy, the ra lead was found to be dislodged. The patient was asymptomatic. On (B)(6) 2021, the ra lead was repositioned. The patient was stable throughout procedure.